Event description:
I have two recent patients with acanthamoeba keratitis which is uncommon and both used contact lens solutions with hydraglyde. I am wondering if there are increased cases with these storage solutions.